Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. Unit given to central engineering department for determination of additional testing activities.

Event description:
Additional information: the user sent additional blood samples to the laboratory.

Manufacturer narrative:
The reported complaint was not confirmed. During central engineering blood loop testing the monitor passed within the required hemoglobin (hgb) accuracy claims. The product was sent to service and was brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00123.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hemoglobin (hgb) was very erratic on the blood parameter monitor (bpm) after receiving the unit back from repair. The device was not changed out, as they finished the case with this bpm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 12-feb-2016: this monitor had been at the manufacturer site since august 2015 and just returned to the user facility recently. Hgb has also been erratic (up and down) since the return of this monitor, but this has not been as problematic as temperature, k+, and pco2 (refer to MDR # 1828100-2016-00123). They continue to use the product for trending purposes, but in current state is not very useful for that role. In-vivo calibrations have not been helpful as the measures shift erratically the other direction post in-vivo. Cases have been completed successfully, without delay and without associated blood loss. No harm has been observed.